Event description:
Surgeon performed a carotid endarterectomy procedure. The internal carotid balloon would inflate, but would not deflate entirely at the end of the procedure. The endarterectomy was completed. No patient injury happened due to this incident.

Manufacturer narrative:
We have received the complaint device for evaluation and were able to confirm the failure. The internal carotid balloon would not deflate - the balloon deflated unevenly and a portion of the balloon covered the inflation holes while some amount of the saline was still in the balloon (trapped). We have initiated an internal corrective and preventive action to investigate this issue further (please reference lemaitre vascular inc. CAPA (B)(4)). Please note no patient injuries happened due to this incident.